Event description:
The device reportedly gave connect electrodes messages and displayed dashed lines on the screen during patient use. The device was turned off and back on and the reported malfunction allegedly recurred. A backup device was obtained and treatment was continued. The patient was not resuscitated.